Event description:
Procedure: total hip revision performed on (B)(6) 2014 at (B)(6). Reason: query infection, on opening, found to be a hematoma so drained it and changed the cup liner and noted stem had rotated so rebroached and replaced the femoral stem and head.

Manufacturer narrative:
Procedure: total hip revision performed on (B)(6) 2014 by dr (B)(6) at (B)(6). Reason: query infection, on opening, found to be a hematoma so drained it and changed the cup liner and noted stem had rotated so rebroached and replaced the femoral stem and head. Primary: total hip replacement: performed on (B)(6) 2014 by dr (B)(6) at (B)(6). During operation fractured the lesser trochanter, that was cabled and operation was completed. The devices associated with this report were not returned. A complaint database search finds no other reported incidents against the provided product and lot combinations. The investigation could not verify or identify any product contribution to the reported event with the information provided. Based on the inability to identify root cause, the need for corrective action was not indicated. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.